Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2006, the pt underwent a follow-up computed tomography angiography that revealed a type ii endoleak. On (B)(6), 2008, the pt underwent coil embolization of a type ii endoleak. At that time a type I endoleak was noted. On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprosthesis contralateral leg components and three aortic extender components. On (B)(6), 2012, the pt underwent a follow-up computed tomography angiography that revealed a type ii endoleak with 5 mm of aneurysm growth.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices: (B)(4). Events in this report prior to (B)(4) 2012, were reported in medwatch # 2953161-2008-00408.